Event description:
On the initial report received by aso on 04/08/2024, the consumer stated that the product caused her chemical burns, which led her to seek medical treatment.

Manufacturer narrative:
As of (B)(6) 2024 retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.